Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, a sales representative reported via email that an ar-3770sp hybrid fibertak broke during insertion. The anchor was removed, so there were no adverse effects on the patient. This was discovered during an mpfl procedure on (B)(6) 2025. The case was completed using a second hybrid anchor.

Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misaligned insertion, improper bone preparation or prying and leveraging the device.